Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was worn and could not produce a test cut. The side plates, gear, and comb were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device is worn and ratchet needs replaced, as the ratchet was unable to perform the up and down motion adequately. The device was used on cadaver skin and no patient was involved. No adverse events were reported as a result of this malfunction.